Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The spike till was broken. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the supplier. The root cause is unknown. A possible cause is excessive force when inserting the spike. A device history record review could not be performed on material 10016073 because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris gravity set was cracked. The following information was received by the initial reporter with the following verbatim it was reported by customer that the spike snapped while inserting.